Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The dates of the events are unknown; however, according to the article, the study period was from january 2011 to december 2017. For this reason, the first day of the reported study period (01-jan 2011) was used as the occurrence date. Per the instructions for use (IFU), conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in clinical technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication device malfunctions contributed to the adverse events. There is insufficient information to confirm the cause of the reported events. It is possible that a conduction system disturbances were caused by the mechanism explained in the technical summary mentioned above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
Per the article ¿conduction recovery following pacemaker implantation after transcatheter aortic valve replacement¿, 594 consecutive patients without prior permanent pacemaker (ppm) underwent tavr at a single academic medical center from january 2011 to december 2017. During the study period, 34 patients received a ppm after tavr with a sapien 3 valve. Article reference: ¿kaplan rm, yadlapati a, cantey ep, passman rs, gajjar m, knight bp, sweis r, ricciardi mj, pham dt, churyla a, malaisrie sc. Conduction recovery following pacemaker implantation after transcatheter aortic valve replacement. Pacing and clinical electrophysiology. 2018 dec 13.¿

Manufacturer narrative:
Three manufacturer reports being submitted for this article. Please reference related manufacturer report numbers: 2015691-2019-00192, 2015691-2019-00193.